Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt had been sick prior to death. Treating physician reportedly indicated that the death may have been due to stroke since the pt's eye was blood shot and that the death was cardiac related. No autopsy was performed. The pt did receive efficacy from the vns therapy. There is no evidence at this time that the ncp system caused or contributed to the reported event.